Manufacturer narrative:
Information regarding suspect medical device section. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Product code: qau. Information regarding all manufacturers section: PMA/510(k) #: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The report indicates that the device was tested prior to use. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that hemospray was tested prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a gastroscopy, the physician selected a cook hemospray endoscopic hemostat. A lesion with active bleeding in the antral region was found. The physician decided to wash, take biopsy samples, and perform hemostasis with hemospray. The working channel was primed by purging it with air five (5) times before introducing the hemospray probe [catheter] connected to the handle. Pressurization was activated, the key was opened, and the button was pressed to administer the powder. The ejection does not work [unable to spray powder]. The physician repeated the process described three (3) times without achieving expulsion of the hemostatic powder. The patient was transferred to a more complex health care center. Additional information received on 20-aug-2020: the patient was taken to surgery to finish the procedure a section of the device did not remain inside the patient¿s body. The patient was hospitalized and required surgery due to this occurrence. According to the initial reporter, the patient experienced hemorrhaging due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device section. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Product code: qau. Information regarding the initial reporter section occupation: sales manager. Information regarding all manufacturers section PMA/510(k) #: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastroscopy, the physician selected a cook hemospray endoscopic hemostat. A lesion with active bleeding in the antral region was found. The physician decided to wash, take biopsy samples, and perform hemostasis with hemospray. The working channel was primed by purging it with air five (5) times before introducing the hemospray probe [catheter] connected to the handle. Pressurization was activated, the key was opened, and the button was pressed to administer the powder. The ejection does not work [unable to spray powder]. The physician repeated the process described three (3) times without achieving expulsion of the hemostatic powder. The patient was transferred to a more complex health care center. A section of the device did not remain inside the patient¿s body. The patient was hospitalized due to this occurrence. According to the initial reporter, the patient experienced hemorrhaging due to this occurrence.